Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The reported image misalignment was caused by a deformed coupler. In addition, when the subject device was connected to a test video processor, a noisy image was observed, which had been caused by a faulty cable unit. Error message e311 was displayed on the monitor during testing as the white balance was unable to be adjusted properly due to the malfunction of the image functionality. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image was misaligned on the hd autoclavable camera head. During the inspection of the returned device, the evaluation found a faulty cable unit and noisy image. There was no report of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the noisy image was caused by a faulty cable. The investigation was unable to determine the exact cause of the faulty cable but attributed a potential cause to the device handling. The instructions for use (IFU) instruct the users of the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.